Manufacturer narrative:
As of today, the device has not been received for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that lead and associated device displayed noise and oversensing which lead to inappropriate anti-tachycardia pacing (atp). Subsequently the patient was admitted to the hospital after experiencing dizziness. The system displayed loss of capture (loc) and a loss of sensing. Low and high pacing impedances were seen. An x-ray was performed; there appeared to be a bends in the rv lead. The device was reprogrammed and the patient was discharged. The patient had a clinic follow up where a holter monitor was placed. The holter monitor showed ~2.5 second pauses. The patient was then seen for a revision procedure where the device and lead were explanted. The device is to be returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was returned for analysis.